Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found a loose power wire on the x-ray monitor flat panel causing intermittent issues. The fast stop on the table was missing so he ordered the part. The hand control has cracked mylar so he ordered a new hand control.

Event description:
The customer reported that the fast stop broke and the hand control mylar cracked. There was also a problem with the table dual monitor.